Event description:
The customer reported being hospitalized with high blood glucose of 576mg/dl. The customer stated that she was wearing the insulin pump at time of her admission. The customer mentioned that she just turned on the bolus wizard and it did work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.